Event description:
The pt presented to the hospital, and was described as being confused, disoriented, dizzy and weak. The pt is an endeavor IV registrant; however, initial implant info was not reported. A progress note from the hospital indicated a pt endeavor drug-eluting coronary stent distal to the left anterior descending artery. A radiology report impression indicated: a focal defect left caudate nucleus may reflect old infarct, moderate generalized atrophy and no acute intracranial pathology. CT scan showed the pt had a small stroke due to small vessel disease. No additional info was reported.

Manufacturer narrative:
Eval results: not enough info reported, embolism-device. Conclusion: not enough info reported.